Event description:
It was reported by a competitor that the patient died of complications during extraction procedure; a torn svc (superior vena cava). According to the information received, the patient had three chronic leads, which were not operating efficiently. It should be noted that the model 4004 ventricular lead was removed from service on 1/6/93 when the model 4024 ventricular lead was implanted. Follow-up information from the m.d. Indicates the cause of death to be "cardiac, perforation of svc with hemorrhage and death." Additional information on the paperwork states "lead malfunction and was being removed by dr."